Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 december 2021: lot 2012778: (B)(4) items manufactured and released on 26-feb-2021. Expiration date: 2026-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.